Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The pt indicated that the alleged meter issue started around the previous month, at around 3:00 pm. At that time, the pt tested his blood glucose and got meter readings of "184 and 183 mg/dl." Due to the elevated meter readings, the pt administered self-treatment by taking an extra 1/2 pill of metformin and walking 1 - 1/2 miles. An unspecified time after the issue started, the pt retested and got "149 mg/dl." Again, the pt walked another 1 - 1/2 miles to try and bring his blood glucose down. An unspecified time after, the pt retested again and got results of "152 and 141 mg/dl" on the reported meter. The pt walked another 1/2 mile. At around 2:30-3:00 pm that same day, the pt reportedly developed symptoms of feeling a little shaky. The pt tested his blood glucose on his friend's meter and got "81 mg/dl." The pt then tested his blood glucose on the reported meter and got "126 mg/dl." The time difference between the two reported tests was less than 10 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or 30 mg/dl. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes mgmt regimens, if the pt was instructed by a health care provider to walk and take the extra pill of metformin, and if the pt ate anything or took additional medications during the time of concern. In addition, it would have been helpful to know what actions the pt took in response to the symptoms, what meter readings the pt obtained earlier in the day of the event, and what his usual/expected meter results are. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a qc test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of a serious injury after the alleged meter issue began. The pt performed a meter-to-meter comparison where the calculated difference between the reported results did not meet lifescan's criteria for accuracy testing.